Event description:
It was reported by service report that the bed has a broken footboard with sharp edges exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board.